Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was over 500mg/dl. The customer stated that he did not have time to change out the infusion set or give manual injection, and his glucose level started to rise. The customer was experiencing high glucose reading for the past two days. The customer's most recent glucose reading was 142mg/dl, and he has treated with the insulin pump. Troubleshooting was performed. Reviewed the programming and found that the customer had the time and date off on the insulin pump. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.